Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter was providing high readings compared to an hcp meter. Customer reported that on (B)(6) 2014 at approximately 3:00pm, she experienced symptoms described as "could not wake up, tired, and shaky" and stated she suffered a loss of consciousness. Customer called the paramedics and upon their arrival, an unspecified hcp meter reading was obtained within one minute of her unspecified adc meter reading. Customer was reportedly diagnosed with hypoglycemia and administered a "sugar shot". No additional medical treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.